Event description:
Pt has had a complicated postoperative course including most recently suspected pump thrombosis. His ldh has continued to increase with elevation of hvad flows and pump power. We have tried tpa therapy 4 times which has been unsuccessful. The patient has previously refused lvad exchange which he has undergone previously forpump thrombosis.